Event description:
It was reported that the port was in subclavian placement for two years. When the physician tried to infuse medication, he met resistance. An x-ray confirmed that the catheter had separated from the port. The catheter and port were explanted without any pt complications.